Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation during insertion") and fallopian tube perforation ("perforation (fallopian tube(s)) / device migrated") in a 32-year-old female patient who had essure (ess205) (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure bilateral" on 26-jun-2007. The patient's past medical history included menorrhagia, dysmenorrhea and endometrial ablation on (B)(6) 2006. Concurrent conditions included rash ((trunk, back, legs, hands, neck, face).) Since (B)(6) 2011, muscular pains (possibly to adhesions in the abdominal area.) Since (B)(6) 2011, latex allergy since (B)(6) 2011, anaphylactic shock since (B)(6) 2011, hives ((moderate to severe)) since (B)(6) 2011, mouth swelling since (B)(6) 2011, neck swelling since (B)(6) 2011, difficulty breathing since (B)(6) 2011, blisters (she had blisters and now crusting on #2 to nickel.) Since (B)(6) 2011, respiratory distress ((moderate to severe)) since (B)(6) 2017, fibrocystic disease of breast since (B)(6) 2017, left lower quadrant pain since (B)(6) 2017, endometriosis since (B)(6) 2017, breast pain since (B)(6) 2017, breast lump since (B)(6) 2017, diffuse cystic mastopathy since (B)(6) -2017, contact dermatitis since (B)(6) 2017 and cramp in lower abdomen. Concomitant products included methylprednisolone (medrol) since (B)(6) 2011 for latex allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device allergy ("allergy to the device"). The patient was treated with surgery (unilateral salpingectomy (only left essure and fallopian tube removed)). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, device allergy and allergy to metals outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, device allergy, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: essure device was gently removed until the whole device was completely extruded. All specimens were removed from the abdominal cavity and the fascia was closed with a ur6 and then the skin was closed with a 4-0 rapide. Patient tolerated procedure well and was transferred to our recovery room ln stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: confirmed that essure successfully occluded on (B)(6) 2011, positive findings: for latex specific ige antibodies is highly suggestive of latex allergy and should be considered in context of clinical findings. On (B)(6) 2017 shellfish derived. And gynecologic examination, screening mammography. Gynecology history: on birth control pills at conception (current birth control method: birth control pills), colonoscopy: (B)(6) 2013 date of lmp: (B)(6) 2006. On (B)(6) 2017: indication: left brest pain and palpable lump. Technique: craniccaucial and mediolateral oblique view of both breasts were obtained. Findings: the breasts are heterogeneously dense, which may obscure small masses. No developing masse, suspicious micro calcification or secondary sign of malignancy is identified. Impression: no mammographic evidence of malignancy. Reason for exam: (ultrasound breast limited left) diffuse cystic mastopathy of unspecified breast. Technique: gray-scale and color doppler imaging of the et breast. Findings targeted sonogram left breast 1.0c to 2 o'clock position covering the area at concern shows no focal cystic or solid sonographic abnormality. Impression: negative sonogram in the area of left breast pain/palpable lumps. Reason for exam: (ultrasound transvaginal non oblique) endometriosis/pelvic pain. Indication: pelvic pain and endometriosis. Technique: multiplanar gray-scale imaging of the pelvis was performed using transvaginal technique. Impression: diffuse heterogeneous echotexture of uterus with fibroids. Us transvaginal echogenic linear structure near fundus of left uterus. On (B)(6) 2017, screening mammography problem: menopausal syndrome history of present illness: pelvic pain, location: left onset/timing: intermittent episodes lasting: duration: persistent severity: moderate context: essure devices present she was follow up of labs.patient with continued left lower quadrant pain. On (B)(6) 2017: pathology report diagnosis: left uterosacral ligament lesion, excision: fibroadipose tissue without diagnostic abnormality, left fallopian tube, excision: fallopian tube with fimbriated end and complete luminal cross section, left fallopian tube essure, removal: metal wire consistent with essure coil, gross identification only. Clinical history: endometriosis. Material(s) submitted: left uterosacral ligament lesion, left fallopian tube, left tube essure gross description: received in formalin labeled "left fallopian tube" is a 4.5 x 0.7 cm fimbriated fallopian tube. The serosal surface is pink and smooth. Sectioning demonstrates a patent unremarkable lumen, received fresh labeled "left tube essure" is a thin tortuous piece of metallic wiring consistent with an essure coil. Textual results: robotic excision endometriosis/left salpingectomy, left uterosacral ligament lesion. On (B)(6) 2017, history of present illness: post-operative, associated symptoms: incision healing well she had status post single site robotic assisted loa and also left salpingectomy. Patient with slight discomfort in the abdominal area from abdominal binder. Assessment / plan: postoperative visit (encounter for follow-up examination after completed treatment for conditions other than malignant neoplasm), contact dermatitis. (B)(6) 2007: preoperative diagnosis: menorrhagia, dysmenorrhea, undesired future fertility. Postoperative diagnosis: normal uterine cavity. Operation: diagnostic hysteroscopy, failed novasure ablation. Findings: the uterus sounded to 8 cm. Cavity length was measured to be 5.5, cavity width was 4.2. An increased deficit was noted at the time of hysteroscopy with cavity assessment x2 with the novasure ablation and as a result the procedure was discontinued for suspected or possible uterine perforation. Indication: she had para 2 with menorrhagia, dysmenorrhea, who desired permanent sterility and opted for novasure ablation at the time of essure bilateral tubal ligation. Condition: scar tissue : nature of treatment: diagnostic laproscopy from (B)(6) 2009 and (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, medical device monitoring error, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation during insertion') and fallopian tube perforation ('perforation (fallopian tube(s) / device migrated') in a 32-year-old female patient who had essure (ess205) (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure bilateral" on (B)(6) 2007. The patient's medical history included endometrial ablation on (B)(6) 2006, menorrhagia and dysmenorrhea. On (B)(6) 2011, positive findings: for latex specific ige antibodies is highly suggestive of latex allergy and should be considered in context of clinical findings on (B)(6) 2017: indication: left brest pain and palpable lump. Technique: craniccaucial and mediolateral oblique view of both breasts were obtained. Findings: the breasts are heterogeneously dense, which may obscure small masses. No developing masse, suspicious micro calcification or secondary sign of malignancy is identified. Impression: no mammographic evidence of malignancy on (B)(6) 2017, history of present illness: post-operative, associated symptoms: incision healing well. She had status post single site robotic assisted loa and also left salpingectomy. Patient with slight discomfort in the abdominal area from abdominal binder. Assessment / plan: postoperative visit (encounter for follow-up examination after completed treatment for conditions other than malignant neoplasm), contact dermatitis. (B)(6) 2007: preoperative diagnosis: menorrhagia, dysmenorrhea, undesired future fertility. Postoperative diagnosis: normal uterine cavity. Operation: diagnostic hysteroscopy, failed novasure ablation. Findings: the uterus sounded to 8 cm. Cavity length was measured to be 5.5, cavity width was 4.2. An increased deficit was noted at the time of hysteroscopy with cavity assessment x2 with the novasure ablation and as a result the procedure was discontinued for suspected or possible uterine perforation. Indication: she had para 2 with menorrhagia, dysmenorrhea, who desired permanent sterility and opted for novasure ablation at the time of essure bilateral tubal ligation. Condition: scar tissue : nature of treatment: diagnostic laproscopy from (B)(6) 2009 and (B)(6) 2013. Concurrent conditions included contact dermatitis since (B)(6) 2017, breast pain since (B)(6) 2017, breast lump since (B)(6) 2017, diffuse cystic mastopathy since (B)(6) 2017, respiratory distress (moderate to severe) since (B)(6) 2017, fibrocystic disease of breast since (B)(6) 2017, left lower quadrant pain since (B)(6) 2017, endometriosis since (B)(6) 2017, blisters (she had blisters and now crusting on #2 to nickel.) Since (B)(6) 2011, hives (moderate to severe) since (B)(6) 2011, mouth swelling since (B)(6) 2011, neck swelling since (B)(6) 2011, difficulty breathing since (B)(6) 2011, latex allergy since (B)(6) 2011, anaphylactic shock since (B)(6) 2011, rash ((trunk, back, legs, hands, neck, face). Since 8-(B)(6) 2011, muscular pains (possibly to adhesions in the abdominal area.) Since (B)(6) 2011 and cramp in lower abdomen. Concomitant products included methylprednisolone since (B)(6) 2011 for latex allergy as well as paracetamol (acetaminophen) since 2007. In (B)(6) 2007, the patient experienced allergy to metals ("nickel allergy/nickel allergy"). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/pelvic area pain"). In 2010, the patient experienced depression ("depression/psychological or psychiatric condition: depression") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device allergy ("allergy to the device"), dermatitis allergic ("allergy-rash/skin condition") and post procedural complication ("post procedural complication"). The patient was treated with surgery (unilateral salpingectomy (only left essure and fallopian tube removed). Essure (ess205) was removed. At the time of the report, the uterine perforation, fallopian tube perforation, device allergy, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain, allergy to metals and dermatitis allergic had resolved. The reporter considered allergy to metals, anxiety, depression, dermatitis allergic, device allergy, fallopian tube perforation, pelvic pain, post procedural complication and uterine perforation to be related to essure (ess205). The reporter commented: essure device was gently removed until the whole device was completely extruded. All specimens were removed from the abdominal cavity and the fascia was closed with a ur6 and then the skin was closed with a 4-0 rapide. Patient tolerated procedure well and was transferred to our recovery room ln stable condition. Received treatment for pain, allergy, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: confirmed that essure successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, medical device monitoring error, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pif received new event- post procedural complication, rash/skin condition was added. Outcome of allergy was updated. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation during insertion") and fallopian tube perforation ("perforation (fallopian tube(s)) / device migrated") in a 32-year-old female patient who had essure (ess205) (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure bilateral" on (B)(6) 2007. The patient's past medical history included menorrhagia, dysmenorrhea and endometrial ablation on (B)(6) 2006. Concurrent conditions included rash ((trunk, back, legs, hands, neck, face).) Since (B)(6) 2011, muscular pains (possibly to adhesions in the abdominal area.) Since (B)(6) 2011, latex allergy since (B)(6) 2011, anaphylactic shock since (B)(6) 2011, hives ((moderate to severe)) since (B)(6) 2011, mouth swelling since (B)(6) 2011, neck swelling since (B)(6) 2011, difficulty breathing since (B)(6) 2011, blisters (she had blisters and now crusting on #2 to nickel.) Since (B)(6) 2011, respiratory distress ((moderate to severe)) since (B)(6) 2017, fibrocystic disease of breast since (B)(6) 2017, left lower quadrant pain since (B)(6) 2017, endometriosis since (B)(6) 2017, breast pain since (B)(6) 2017, breast lump since (B)(6) 2017, diffuse cystic mastopathy since (B)(6) 2017, contact dermatitis since (B)(6) 2017 and cramp in lower abdomen. Concomitant products included methylprednisolone (medrol) since (B)(6) 2011 for latex allergy as well as paracetamol (acetaminophen) since 2007. In (B)(6) 2007, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device allergy ("allergy to the device"). The patient was treated with surgery (unilateral salpingectomy (only left essure and fallopian tube removed)). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, device allergy, allergy to metals, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, anxiety, depression, device allergy, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: essure device was gently removed until the whole device was completely extruded. All specimens were removed from the abdominal cavity and the fascia was closed with a ur6 and then the skin was closed with a 4-0 rapide. Patient tolerated procedure well and was transferred to our recovery room ln stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: confirmed that essure successfully occluded on (B)(6) 2011, positive findings: for latex specific ige antibodies is highly suggestive of latex allergy and should be considered in context of clinical findings. On (B)(6) 2017 shellfish derived. And gynecologic examination, screening mammography. Gynecology history: on birth control pills at conception (current birth control method: birth control pills), colonoscopy: (B)(6) 2013 date of lmp: (B)(6) 2006. On (B)(6) 2017: indication: left brest pain and palpable lump. Technique: craniccaucial and mediolateral oblique view of both breasts were obtained. Findings: the breasts are heterogeneously dense, which may obscure small masses. No developing masse, suspicious micro calcification or secondary sign of malignancy is identified. Impression: no mammographic evidence of malignancy. Reason for exam: (ultrasound breast limited left) diffuse cystic mastopathy of unspecified breast. Technique: gray-scale and color doppler imaging of the et breast. Findings targeted sonogram left breast 1.0c to 2 o'clock position covering the area at concern shows no focal cystic or solid sonographic abnormality. Impression: negative sonogram in the area of left breast pain/palpable lumps. Reason for exam: (ultrasound transvaginal non oblique). Endometriosis/pelvic pain. Indication: pelvic pain and endometriosis. Technique: multiplanar gray-scale imaging of the pelvis was performed using transvaginal technique. Impression: diffuse heterogeneous echotexture of uterus with fibroids. Us transvaginal. Echogenic linear structure near fundus of left uterus. On (B)(6) 2017, screening mammography. Problem: menopausal syndrome. History of present illness: pelvic pain, location: left onset/timing: intermittent episodes lasting: duration: persistent severity: moderate context: essure devices present she was follow up of labs. Patient with continued left lower quadrant pain. On (B)(6) 2017: pathology report. Diagnosis: left uterosacral ligament lesion, excision: fibroadipose tissue without diagnostic abnormality, left fallopian tube, excision: fallopian tube with fimbriated end and complete luminal cross section, left fallopian tube essure, removal: metal wire consistent with essure coil, gross identification only. Clinical history: endometriosis. Material(s) submitted: left uterosacral ligament lesion, left fallopian tube, left tube essure gross description: received in formalin labeled "left fallopian tube" is a 4.5 x 0.7 cm fimbriated fallopian tube. The serosal surface is pink and smooth. Sectioning demonstrates a patent unremarkable lumen, received fresh labeled "left tube essure" is a thin tortuous piece of metallic wiring consistent with an essure coil. Textual results: robotic excision endometriosis/left salpingectomy, left uterosacral ligament lesion. On (B)(6) 2017, history of present illness: post-operative, associated symptoms: incision healing well she had status post single site robotic assisted loa and also left salpingectomy. Patient with slight discomfort in the abdominal area from abdominal binder. Assessment / plan: postoperative visit (encounter for follow-up examination after completed treatment for conditions other than malignant neoplasm), contact dermatitis. (B)(6) 2007: preoperative diagnosis: menorrhagia, dysmenorrhea, undesired future fertility. Postoperative diagnosis: normal uterine cavity. Operation: diagnostic hysteroscopy, failed novasure ablation. Findings: the uterus sounded to 8 cm. Cavity length was measured to be 5.5, cavity width was 4.2. An increased deficit was noted at the time of hysteroscopy with cavity assessment x2 with the novasure ablation and as a result the procedure was discontinued for suspected or possible uterine perforation. Indication: she had para 2 with menorrhagia, dysmenorrhea, who desired permanent sterility and opted for novasure ablation at the time of essure bilateral tubal ligation. Condition: scar tissue : nature of treatment: diagnostic laproscopy from (B)(6) 2009 and (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, medical device monitoring error, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: plaintiff fact sheet received. Event onset dates updated. New events depression and mental anguish added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation during insertion") and fallopian tube perforation ("perforation (fallopian tube(s)) / device migrated") in a 32-year-old female patient who had essure (ess205) (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure bilateral" on (B)(6) 2007. The patient's past medical history included menorrhagia, dysmenorrhea and endometrial ablation on (B)(6) 2006. Concurrent conditions included rash ((trunk, back, legs, hands, neck, face).) Since (B)(6) 2011, muscular pains (possibly to adhesions in the abdominal area.) Since (B)(6) 2011, latex allergy since (B)(6) 2011, anaphylactic shock since (B)(6) 2011, hives ((moderate to severe)) since (B)(6) 2011, mouth swelling since (B)(6) 2011, neck swelling since (B)(6) 2011, difficulty breathing since (B)(6) 2011, blisters (she had blisters and now crusting on #2 to nickel.) Since (B)(6) 2011, respiratory distress ((moderate to severe)) since (B)(6) 2017, fibrocystic disease of breast since (B)(6) 2017, left lower quadrant pain since (B)(6) 2017, endometriosis since (B)(6) 2017, breast pain since (B)(6) 2017, breast lump since (B)(6) 2017, diffuse cystic mastopathy since (B)(6) 2017, contact dermatitis since (B)(6) 2017 and cramp in lower abdomen. Concomitant products included methylprednisolone (medrol) since (B)(6) 2011 for latex allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device allergy ("allergy to the device"). The patient was treated with surgery (unilateral salpingectomy (only left essure and fallopian tube removed)). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, device allergy and allergy to metals outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, device allergy, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: essure device was gently removed until the whole device was completely extruded. All specimens were removed from the abdominal cavity and the fascia was closed with a ur6 and then the skin was closed with a 4-0 rapide. Patient tolerated procedure well and was transferred to our recovery room ln stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: confirmed that essure successfully occluded on (B)(6) 2011, positive findings: for latex specific ige antibodies is highly suggestive of latex allergy and should be considered in context of clinical findings. On (B)(6) 2017 shellfish derived. And gynecologic examination, screening mammography. Gynecology history: on birth control pills at conception (current birth control method: birth control pills), colonoscopy: (B)(6) 2013 date of lmp: (B)(6) 2006. On (B)(6) 2017: indication: left brest pain and palpable lump technique: craniccaucial and mediolateral oblique view of both breasts were obtained. Findings: the breasts are heterogeneously dense, which may obscure small masses. No developing masse, suspicious micro calcification or secondary sign of malignancy is identified. Impression: no mammographic evidence of malignancy. Reason for exam: (ultrasound breast limited left) diffuse cystic mastopathy of unspecified breast. Technique: gray-scale and color doppler imaging of the et breast. Findings targeted sonogram left breast 1.0c to 2 o'clock position covering the area at concern shows no focal cystic or solid sonographic abnormality. Impression: negative sonogram in the area of left breast pain/palpable lumps reason for exam: (ultrasound transvaginal non oblique). Endometriosis/pelvic pain. Indication: pelvic pain and endometriosis. Technique: multiplanar gray-scale imaging of the pelvis was performed using transvaginal technique. Impression: diffuse heterogeneous echotexture of uterus with fibroids. Us transvaginal. Echogenic linear structure near fundus of left uterus. On (B)(6) 2017, screening mammography. Problem: menopausal syndrome history of present illness: pelvic pain, location: left onset/timing: intermittent episodes lasting: duration: persistent severity: moderate context: essure devices present she was follow up of labs. Patient with continued left lower quadrant pain. On (B)(6) 2017: pathology report. Diagnosis: left uterosacral ligament lesion, excision: fibroadipose tissue without diagnostic abnormality, left fallopian tube, excision: fallopian tube with fimbriated end and complete luminal cross section, left fallopian tube essure, removal: metal wire consistent with essure coil, gross identification only. Clinical history: endometriosis. Material(s) submitted: left uterosacral ligament lesion, left fallopian tube, left tube essure gross description: received in formalin labeled "left fallopian tube" is a 4.5 x 0.7 cm fimbriated fallopian tube. The serosal surface is pink and smooth. Sectioning demonstrates a patent unremarkable lumen, received fresh labeled "left tube essure" is a thin tortuous piece of metallic wiring consistent with an essure coil. Textual results: robotic excision endometriosis/left salpingectomy, left uterosacral ligament lesion. On (B)(6) 2017, history of present illness: post-operative, associated symptoms: incision healing well she had status post single site robotic assisted loa and also left salpingectomy. Patient with slight discomfort in the abdominal area from abdominal binder. Assessment / plan: postoperative visit (encounter for follow-up examination after completed treatment for conditions other than malignant neoplasm), contact dermatitis. (B)(6) 2007: preoperative diagnosis: menorrhagia, dysmenorrhea, undesired future fertility. Postoperative diagnosis: normal uterine cavity. Operation: diagnostic hysteroscopy, failed novasure ablation. Findings: the uterus sounded to 8 cm. Cavity length was measured to be 5.5, cavity width was 4.2. An increased deficit was noted at the time of hysteroscopy with cavity assessment x2 with the novasure ablation and as a result the procedure was discontinued for suspected or possible uterine perforation. Indication: she had para 2 with menorrhagia, dysmenorrhea, who desired permanent sterility and opted for novasure ablation at the time of essure bilateral tubal ligation. Condition: scar tissue : nature of treatment: diagnostic laproscopy from (B)(6) 2009 and (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, medical device monitoring error, pelvic pain. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received - the outcome of the event pelvic pain was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) / device migrated") and uterine perforation ("perforation during insertion") in a 32-year-old female patient who had essure (ess205) (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure bilateral" on (B)(6) 2007. The patient's past medical history included menorrhagia, dysmenorrhea and endometrial ablation on (B)(6) 2006. Concurrent conditions included rash ((trunk, back, legs, hands, neck, face).) Since (B)(6) 2011, muscular pains (possibly to adhesions in the abdominal area.) Since (B)(6) 2011, latex allergy since (B)(6) 2011, anaphylactic shock since (B)(6) 2011, hives ((moderate to severe)) since (B)(6) 2011, mouth swelling since (B)(6) 2011, neck swelling since (B)(6) 2011, difficulty breathing since (B)(6) 2011, blisters (she had blisters and now crusting on #2 to nickel.) Since (B)(6) 2011, respiratory distress ((moderate to severe)) since (B)(6) 2017, fibrocystic disease of breast since (B)(6) 2017, left lower quadrant pain since (B)(6) 2017, endometriosis since (B)(6) 2017, breast pain since (B)(6) 2017, breast lump since (B)(6) 2017, diffuse cystic mastopathy since (B)(6) 2017, contact dermatitis since (B)(6) 2017 and cramp in lower abdomen. Concomitant products included methylprednisolone (medrol) since (B)(6) 2011 for latex allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device allergy ("allergy to the device"). The patient was treated with surgery (underwent laparoscopic assisted left salpingectomy (one side removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, device allergy and allergy to metals outcome was unknown. The reporter considered allergy to metals, device allergy, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: essure device was gently removed until the whole device was completely extruded. All specimens were removed from the abdominal cavity and the fascia was closed with a ur6 and then the skin was closed with a 4-0 rapide. Patient tolerated procedure well and was transferred to our recovery room ln stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: confirmed that essure successfully occluded on (B)(6) 2011, positive findings: for latex specific ige antibodies is highly suggestive of latex allergy and should be considered in context of clinical findings. On (B)(6) 2017 shellfish derived. And gynecologic examination, screening mammography. Gynecology history: on birth control pills at conception (current birth control method: birth control pills), colonoscopy: (B)(6) 2013 date of lmp: (B)(6) 2006. On (B)(6) 2017: indication: left brest pain and palpable lump. Technique: craniocaudal and mediolateral oblique view of both breasts were obtained. Findings: the breasts are heterogeneously dense, which may obscure small masses. No developing masse, suspicious micro calcification or secondary sign of malignancy is identified. Impression: no mammographic evidence of malignancy. Reason for exam: (ultrasound breast limited left) diffuse cystic mastopathy of unspecified breast. Technique: gray-scale and color doppler imaging of the et breast. Findings targeted sonogram left breast 1.0c to 2 o'clock position covering the area at concern shows no focal cystic or solid sonographic abnormality. Impression: negative sonogram in the area of left breast pain/palpable lumps. Reason for exam: (ultrasound transvaginal non oblique). Endometriosis/pelvic pain. Indication: pelvic pain and endometriosis. Technique: multiplanar gray-scale imaging of the pelvis was performed using transvaginal technique. Impression: diffuse heterogeneous echotexture of uterus with fibroids. Us transvaginal. Echogenic linear structure near fundus of left uterus. On (B)(6) 2017, screening mammography. Problem: menopausal syndrome. History of present illness: pelvic pain, location: left onset/timing: intermittent episodes lasting: duration: persistent severity: moderate context: essure devices present. She was follow up of labs. Patient with continued left lower quadrant pain. On (B)(6) 2017: pathology report. Diagnosis: left uterosacral ligament lesion, excision: fibroadipose tissue without diagnostic abnormality, left fallopian tube, excision: fallopian tube with fimbriated end and complete luminal cross section, left fallopian tube essure, removal: metal wire consistent with essure coil, gross identification only. Clinical history: endometriosis. Material(s) submitted: left uterosacral ligament lesion, left fallopian tube, left tube essure. Gross description: received in formalin labeled "left fallopian tube" is a 4.5 x 0.7 cm fimbriated fallopian tube. The serosal surface is pink and smooth. Sectioning demonstrates a patent unremarkable lumen, received fresh labeled "left tube essure" is a thin tortuous piece of metallic wiring consistent with an essure coil. Textual results: robotic excision endometriosis/left salpingectomy, left uterosacral ligament lesion. On (B)(6) 2017, history of present illness: post-operative, associated symptoms: incision healing well she had status post single site robotic assisted loa and also left salpingectomy. Patient with slight discomfort in the abdominal area from abdominal binder. Assessment / plan: postoperative visit (encounter for follow-up examination after completed treatment for conditions other than malignant neoplasm), contact dermatitis. (B)(6) 2007: preoperative diagnosis: menorrhagia, dysmenorrhea, undesired future fertility. Postoperative diagnosis: normal uterine cavity. Operation: diagnostic hysteroscopy, failed novasure ablation. Findings: the uterus sounded to 8 cm. Cavity length was measured to be 5.5, cavity width was 4.2. An increased deficit was noted at the time of hysteroscopy with cavity assessment x2 with the novasure ablation and as a result the procedure was discontinued for suspected or possible uterine perforation. Indication: she had para 2 with menorrhagia, dysmenorrhea, who desired permanent sterility and opted for novasure ablation at the time of essure bilateral tubal ligation. Condition: scar tissue : nature of treatment: diagnostic laparoscopy from (B)(6) 2009 and (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, medical device monitoring error, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Patient¿s details and unstructured relevant tests were added. Nickel allergy added. Device migration updated to perforation (fallopian tube(s)). Lot number of essure added. Mr received. Reporters were added. Patient¿s details, historical condition, concomitant disease, concomitant drugs and unstructured relevant tests were added. Medically confirmed case. Medical device monitoring error added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device allergy ("allergy to the device"). The patient was treated with surgery (underwent laparoscopic assisted salpingectomy). At the time of the report, the device dislocation and device allergy outcome was unknown. The reporter considered device allergy and device dislocation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: confirmed that essure successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.